Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected fields: b1. The following fields were updated per additional information received: a2, a4, b5, b6, b7, d1, d4, d7, g5, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety, mental anguish, stress and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2012 via right common femoral vein due to prior pulmonary embolism (pe) and noncompliance. Patient is alleging migration (ivcf at level of l4-l5), tilt, vc perforation, fracture (remaining strut), organ perforation (aortic, psoas muscle, spine, iliac artery vein), embedment, pulmonary embolism (pe) and deep vein thrombosis (dvt). The patient further alleges ¿I also experience anxiety, mental anguish and stress about any related injuries¿ as well as worry. Per the ir ivc filter removal operative report dated (B)(6)2019, ¿indwelling, cook celect ivc filter was located at the level of the iliac vein confluence in the lower ivc. All four longer struts were perforating the vena cava on prior CT. On CT, there was a fractured filter strut projecting into the right psoas muscle prior to beginning the procedure, confirmed fluoroscopically. Inferior vena cavogram performed prior to removal demonstrated no evidence of intraluminal thrombus or stenosis. Loop snare and forceps were utilized to grasp and remove the filter. Other than the known fractured strut, which remained in the psoas muscle, the filter was removed intact. The retained filter strut was located completely outside the vena cava lumen, therefore retrieval was not attempted. Inferior venacavogram performed after removal demonstrated no evidence of vena cava or iliac vein injury.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6)2018, ¿ivc filter noted in the ivc 8 cm inferior to the right renal vein. There is 20 degrees anterior tilt of the filter. The tip of the filter extends about 3 mm distal to the ivc wall and abuts the right lateral wall of distal abdominal aorta. Ivc filter struts extend into bilateral common iliac veins at the confluence. A 9 mm fractured strut fragment noted in the anterior portion ofpsoas muscle adjacent to the ivc. At least one strut appears to extend through the right common iliac vein with the tip in the adjacent fat no fluid collections noted adjacent to the ivc. Impression: malpositioned ivc filter as described above. Filter is in the proximal ivc at the iliac confluence with 20 degrees anterior tilt. A 9 mm filter strut fracture fragment is in the anterior aspect of right psoas muscle.¿

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.